Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room, with unrelated chest pains, after receiving a vibratory alert. Upon review, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. Patient is in stable condition and will continue to be monitored.